Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient developed a skin reaction with redness and inflammation at the needle puncture site. The patient stated he thought he hit a muscle during insertion. The patient consulted a doctor on (B)(6) 2023 and underwent surgical intervention where an incision was made for the drainage of the affected area. The patient was not admitted into the hospital for the surgical intervention, it was done by his general practitioner. Besides this, the patient was treated with unspecified antibiotics. It was also reported that the patient also used cavilon cream (over the counter and presumed to be used prior to the intervention) but this did not help. At the time of the report the patient stated that it was better after the procedure there was less pressure and that it was draining now. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.